Event description:
It was reported that during a lap donor nephrectomy procedure, the device would not close properly when closing the trigger. But when finally closed, the closing trigger locked and stuck half way when closing the first trigger. Then once pulled away from the artery, it tore and caused excess bleeding. The patient is ok because surgeon was able to clamp the artery and fire a new same like device. Additional information has been requested.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.